Manufacturer narrative:
Device evaluation the device was returned with approximately 200mm of inner detached and with the deployment grips pushed together. The inner detached approximately 4mm proximal to retainer. No functional testing could be carried out due to the condition of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the sheath detachment occurred during the deployment of the stent and remained inside the stent inside the vessel. No elongation or deformation was noted to the deployed stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a prot g everflex self-expanding stent with a 6fr non-medtronic sheath and non-medtronic guidewire during treatment of a 260mm cto (chronic total occlusion-100%) calcified, fibrous, and plaque lesion in the patient's mid right superficial femoral artery (sfa) of diameter 5mm. Mixed morphology is reported. Severe vessel calcification is reported. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. The thumbscrew/lock pin was checked for securement prior to procedure. Pre-dilation was performed using a 5mm pre-dilution device. The device was not passed through a previously deployed stent. No resistance was noted during advancement. It is reported that the inner sheath that houses the stent with the radiopaque markers broke off the device during delivery through the vessel. A larger sheath was placed, and the inner catheter of the stent was snared and retrieved. The stent was then deployed and post-dilated. No further injury reported.